Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the pocket appeared infected. The physician opened the pocket and attempted to treat the infection. The device pocket was then closed. As per additional information received, the patient¿s pocket began to open spontaneously but no pus and hematoma was present. Cultures from the pocket came back negative. The patient was then treated with antibiotics in the pocket and intravenous antibiotics. The physician did not extract the device as per patient¿s request and monitored it closely. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
Additional information indicates that the implantable cardioverter defibrillator (ICD) was extracted due to infection. Reportedly, the patient's ICD was exposed and some purulent discharge was noted. The device pocket was debrided and the wound was irrigated with antibiotics irrigation. There were no additional adverse patient effects were reported. The ICD was explanted.